Manufacturer narrative:
Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). The device was requested back to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp displayed an error message and could not be opened during procedure. There was no report of patient injury.

Manufacturer narrative:
Functional testings confirmed that the clamp was non-functional. A wire of the power connection cable was slipped out of the connector. When the connector was reattached and the clamp was working properly. A loose cable connection has been identified as cause of the reported issue.

Event description:
See initial